Event description:
Philips received a complaint from the customer on the v60 indicating that the touchscreen did not work. It is unknown if the unit was in patient use at the time of the reported issue. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. A quote for onsite service was pending. Device evaluation and repair are pending.

Manufacturer narrative:
It was clarified that there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
The quote for on-site service expired and no work was performed by philips. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.